Manufacturer narrative:
(B)(4). Batch # p58k5k. Concomitant products: reloads: tr45w (lot # k4dh18) x 3 and 6r45b (lot # l4ea9k) x 1. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch.

Event description:
It was reported that during a laparoscopic appendectomy, the stapler misfired and incomplete staples were deployed. It wasn't known which firing. Three white reloads and one blue reload were used with the same issue, no buttressing material used. It was not reported how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2018. Batch # p58k5k. The analysis results found that the ats45 device was received with no apparent damaged and with four reloads present. The reloads (tr45w: b and c; 6r45b: d) were received fully fired and with no apparent damaged. The cartridge (tr45w: e) was received unfired. The device was tested for functionality with the returned cartridge (e) and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the device performed properly during testing. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.